Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device remains implanted and was not returned for additional evaluation and investigation. As the device remains implanted and was not returned for additional investigation, a definitive root cause could not be determined for the alleged issue. Supplemental MDR will be submitted if any new information is received. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions regarding a patient's lack of pain relief. They stated that the patient would deliver a bolus and would not feel any relief for several days. Patient reported had a medtronic pump previously in which a granuloma formed over the catheter. The patient reports feeling the same symptoms as when that previously occurred: electric shock down left leg, numb legs, increased pain, muscle twitches, increase time between bowel movements, and increased pain in the lower back. The patient came into the office for a cap study in which the physician was unable to aspirate from the catheter. When aspirating, only a few drops came through the extension tubing. Physician attempted multiple times but was unsuccessful. The needle was flushed with saline to rule out an issue with the needle or extension tubing. Following the procedure the pump was filled with saline, programmed with the same concentration of the prior primary drug and the dose was reduced to 1.2mg/day. A volume check was performed and no volume discrepancy was reported. Based on the concentration and flow rate the medication would clear the catheter in 5.6 days. Physician planned to perform a cap study after the medication cleared the catheter. A few days later, the patient was admitted to the hospital for an increase in pain. A day after the patient was discharged from the hospital, the patient returned to the physician's office for another cap study. Physician attempted to aspirate from the cap but they were only able to aspirate a few drops. The needle and tubing were both flushed with saline. Contrast was pushed through the catheter and was seen exiting at the catheter tip. About 10 minutes after the cap study the patient experienced brief episode of unconsciousness. The episode lasted about 20 seconds. The patient experienced a drop in blood pressure, the feeling of their heart racing and pain in their arm and back. At this time the physician has ruled out opioid overdose and believes the episode was caused by one of the patients other comorbidities. The patient was transported to the hospital via ambulance. The patient had a CT scan in the hospital, which ruled out granuloma. The patient's pump was filled with medication and restarted.